Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor questions the integrity of the sterile packaging of the stems. Upon initial inspection, there was a hair-like debris outside the sterile pouch, potentially compromising the sterility of the device. The device was not used in surgery. No adverse consequences have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 the event was confirmed with product received. Upon visual inspection of the returned products found sterility has been breached as damage was observed to both the blister and pouch and black porous coating debris and foreign debris were found. Device history record was reviewed and no discrepancies relevant to the reported event were found. Black porous coating debris: the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. Foreign debris: the condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. A corrective action has been opened to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.